Event description:
New information received notes that the patient was seen in clinic, and the loss of bluetooth telemetry was resolved upon interrogation. No patient consequences reported.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.